Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified left peroneal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was then advanced to the target lesion. The balloon was inflated the first time to the fifth at 10atms using an inflation device, everest. However, upon the 5th inflation, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: there was blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole at the in the mid-section of the balloon. The balloon presented scratches in the balloon material proximally from the pinhole, which was most likely caused from the reported "severe calcification" in the target lesion. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified left peroneal artery. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was then advanced to the target lesion. The balloon was inflated the first time to the fifth at 10 atms using an inflation device, everest. However, upon the 5th inflation, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.